Manufacturer narrative:
The investigation concluded that the reported cup loosening occurred secondary to osteolysis with acetabular fracture. There is no evidence of clinical problems related to factors of faulty component design, manufacturing or materials. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of the left hip bipolar cup with bone grafting of the acetabulum due to loosening.

Event description:
Revision of the left hip bipolar cup with bone grafting of the acetabulum due to loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device was discarded.